Event description:
It was reported that, post open heart surgery, the right ventricular (rv) exhibited low pacing impedance. During fluoroscopy, it was observed that the rv lead was dislodged. The rv lead was explanted and replaced. The patient was stable.